Manufacturer narrative:
Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) pocket site and a loss of stimulation. High impedance measurements were observed, and fluoroscopy taken in the field revealed the left lead migrated caudally by one contact. The ipg pocket pain resolved, and reprogramming alleviated the stimulation issues. However, the patient underwent a revision procedure where the leads were replaced. During the procedure the physician examined the ipg pocket and found no anomalies; the ipg removed and reimplanted in the same location. The patient did well post-operatively.

Manufacturer narrative:
Visual inspection of the returned leads sc-2317-70 serial number (B)(6) revealed the leads were cleanly cut into two pieces approximately 45 and 44 centimeters, respectively, from the proximal end. The distal portion of the leads were not returned. Electrical tests could not be performed due to the clean-cut to the lead bodies. The clean-cut damage is the result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified aside from the clean cut. Analysis of the ipg could not be conducted, as the device remains implanted in the patient.

Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) pocket site and a loss of stimulation. High impedance measurements were observed, and fluoroscopy taken in the field revealed the left lead migrated caudally by one contact. The ipg pocket pain resolved, and reprogramming alleviated the stimulation issues. However, the patient underwent a revision procedure where the leads were replaced. During the procedure the physician examined the ipg pocket and found no anomalies; the ipg removed and reimplanted in the same location. The patient did well post-operatively.